Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014 during surgery, the guide could not position correctly at the distal side hole of the plate. The locking screws could not be locked, although the surgeon made several attempts at fixing the drill guide. Another plate was used to finish the surgery without any further issues. It was reported that the procedure was extended 30 minutes and finished successfully with no reported patient harm. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: our investigation has shown the following result: the plate does show one damaged thread. Based on the fact that we did not receive the drill guide for investigation, we are not able to determine the exact cause which has led to this occurrence. It is likely that too much mechanical force or an inappropriate angle had been applied during attaching the drill guide to the plate. All the received screws were not damaged and in working order. No manufacturing related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.